Manufacturer narrative:
Device evaluation of battery charger/modem has been completed. The reported problem (charger will not power up) has been confirmed. Upon investigation the battery charger/modem was unable to power up. The cause for the failure was isolated to a shorted fu100 component. The root cause for the defective component could not be positively identified. No adverse event resulted from the damaged charger. Device evaluation of battery has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the battery was unable to recharge or power on a monitor. The f1 fuse was open. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified. No adverse event resulted from the damaged battery.

Event description:
A us distributor reported that a battery charger was unable to power on. A us distributor reported that a battery would not power on a monitor.

Event description:
A us distributor reported that a battery would not power on a monitor.

Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the battery was unable to recharge or power on a monitor. The f1 fuse was open. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified. No adverse event resulted from the damaged battery.